Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 64-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. There was concern for hemolysis, with ldh measured at 5,000 and plasma free hemoglobin greater than 500. The patient was on continuous renal replacement therapy (crrt) and veno-arterial extracorporeal membrane oxygenation (va ECMO). The clinical team noted that the circuit complications were more likely due to the ECMO circuit rather than the impella device, and the plan was to switch out the ECMO circuit. The cticu team expressed concern for sepsis of unknown origin; the patient was started on antibiotics and a pan CT scan was ordered. The nurse reported that the impella insertion site did not display signs of infection. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d.